Event description:
Resident found by nursing staff with chin on lower bar of upper right siderail. Her neck was entrapped between rail and mattress, with head lying against mattress, and body hanging down to floor. No pulse, no respiration, pronounced dead. -resident's torso was shorter than bed height from floor. Bed was in lowest position. -mattress-to-rail gap is wide enough for head to be caught. -resident most likely slid off edge of bed from curled position on right side, plastic underpad may have added ease to slide. -no observable defects in bed, mattress, or siderail function.